Manufacturer narrative:
Trackwise ID # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period apr-2019 through may-2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device: (10/114/22) enter investigation findings: the device was returned to the factory for evaluation on 06/21/2021. An investigation was conducted on 06/23/2021. A visual inspection was conducted. Signs of clinical use and heavy amount of blood and charred material was observed on the heater wire. The heater wire was observed to be completely flexed away from the hot jaw with detachment of the heater wire at the tip of the hot jaw but remained attached at the base. There were no other visual defects observed. Based on the returned condition of the device, the reported failure "material twisted/bent wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield, after most of the branch dissection was completed, the harvester noticed that the metal within the jaws of the bisector had separated from the plastic coating around the jaws. Nothing broke off of the equipment. The metal within the jaws pulled away from the plastic coating but nothing fell off or was lost. Due to this defect, the device was immediately removed from the surgical field and a new hemopro 2 device was opened to finished the case. The case finished without any other issues and no adverse outcomes occurred due to the defect.